Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration/ medical device removal'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain when my cycle and feels liken contraction/ menstrual pain"), menorrhagia ("heaviest cycle/ flow was heavy"), menstrual disorder ("several clots") and back pain ("back pain"). The patient was treated with surgery (she had essure removal). At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder and back pain outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, menorrhagia and menstrual disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is retain is retain case and all the information from case 2019-232059 was transferred to case no 2019-229249. Reporter, events several clots and back pain and reference were added. No new follow-up information was received from the reporter. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), menorrhagia ('heaviest cycle') and dysmenorrhoea ('pain when my cycle and feels liken contraction') in a female patient who had essure inserted. On (B)(6) 2004, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea, menorrhagia and device dislocation. At the time of the report, the dysmenorrhoea, menorrhagia and device dislocation outcome was unknown. The reporter considered device dislocation, dysmenorrhoea and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received- new events migration was added. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), menorrhagia ('heaviest cycle') and dysmenorrhoea ('pain when my cycle and feels liken contraction') in a female patient who had essure inserted. On (B)(6) 2004, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea, menorrhagia and device dislocation. At the time of the report, the dysmenorrhoea, menorrhagia and device dislocation outcome was unknown. The reporter considered device dislocation, dysmenorrhoea and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received- new events migration was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.